Manufacturer narrative:
(B)(4). The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) with blood glucose level of 422 mg/dl. The customer's blood glucose was 250mg/dl at the time of the incident. The customer's current blood glucose was 400 mg/dl. The customer states that insulin pump has stopped working. The customer¿s blood glucose was 400-500 mg/dl. The customer treated with syringe. The customer¿s blood glucose was 160 mg/dl when getting out of the hospital. The customer declined further troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Unit was received with intermittent esc button response due to flattened esc button dome switch. Keypad connector was fully locked and no moisture damage on keypad traces noted. Pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and stained address/serial number label.